Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and three months later, computerized tomography (CT) revealed that there was filter perforation at 10 o'clock 5.4 mm and 6.66 degrees left-sided tilt. There was no migration. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with obesity. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.